Event description:
It was reported that prior to starting a da vinci si surgical procedure the fenestrated bipolar forceps instrument was noted to have a broken cable. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was frayed at the distal clevis. No damage was found on the pulley or the clevis. Engineering also found corroded back idler pulleys, a bent bipolar pin, and a deep scratch on the main tube. Yellowish residue material was found on the back idler pulleys inside the housing. Engineering concluded the damage was likely due to improper cleaning. The bottom bipolar pin was bent at the back of the chassis. Engineering concluded the damage was likely due to mishandling. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. Engineering concluded that the damage was likely due to mishandling. The instrument passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.